Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of significant wear and tear, a small cut in the protective sheath of a power lead, and green substance inside the cut was unable to be confirmed. A review of the log file contained data spanning approximately 8 days (8nov22 ¿ 15nov22 per timestamp). All of the captured data appeared to show the system controller operating as intended throughout the log file. There was no indication of power lead conductor damage. The heartmate ii system controller (s/n: (B)(6)) was not returned for analysis. No photos or additional documents were provided. A root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook, rev. C, instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use (IFU), rev. C, section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, during a routine clinical visit, the patient's heartmate ii system controller was found to have significant wear and one power lead had a cut in the protective sheath. The color green was seen inside the cut. A controller exchange was performed without incident.